Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited micro lead dislodgement. Additional information obtained from the field which indicated that during a lead revision, the physician decided to remove the lead and replace it with a new one. Furthermore, upon viewing the explanted lead, some tissue in the screw was observed. The lead is no longer in service and will be sent back for analysis. No additional adverse patient effects were reported.